Event description:
On (B)(6) 2025, user had elevated blood glucose (bg) with fingerstick at 369 mg/dl and dexcom g7 reading ¿high.¿ agent confirmed corrections were delivered by ilet, which adapts dosing automatically. Follow-up showed bg trending down to 308 mg/dl. Later, user reported bg was high between 3¿7 pm after a meal but improved to 147 mg/dl by the call. The user experienced multiple extreme highs and lows throughout the day, with one low episode. No infusion site issues were noted. User reported feeling better and would call back if needed. Lowest blood glucose (bg) recorded was ¿low¿ (unspecified exact value). No symptoms reported during the event, no prolonged out-of-range period, outside assistance, or medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.